Event description:
Customer reported that she was unable to test her blood glucose level because her adc blood glucose meter turns off right after the sample was applied. Customer further reported subsequently experienced of "bottomed out", lost consciousness, and being unresponsive. Customer was treated with an unspecified medication intravenously and with food in a health care facility. Customer self-treated by eating food and drinking juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing.